Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed. The soft cannula was observed to be torn and shortened with the length measuring out of specification at 0.7935 inches. It could not be determined when or how this damage occurred. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 400 mg/dl. As treatment, the patient removed the pod and administered manual insulin injections.